Event description:
The customer contact reported an adverse event while the device was in use. No specific pump programming parameters were provided. It was reported that patient was "stable at shift change at 0730 and at 0820, the baby was pink with no distress." At 0850, the patient began "crying and was inconsolable." Reportedly, "there were EKG changes, the baby became bradycardic, coded, and was unable to be revived." At 0946, the patient expired. The device was removed from clinical service. A post mortem unspecified CT scan was performed and showed "massive air embolism." The parents of the patient have declined to have an autopsy performed. The customer contact stated that at this time, the pump is not believed to be at fault; however, the cause of the air embolism is unknown. Though requested, no additional information was provided.

Manufacturer narrative:
This device is expected to be returned for investigation. It has not yet been received.